Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported door panels were not aligned. They were reinstalled to seat better and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. There was no patient present. It was reported that the gantry door was making a popping noise when opened.